Event description:
The customer reported "the patient was intubated in the ed and they had issues right away with the cap popping off.". The customer reported they "took a cap off one of the new tubes and that seemed to work". At the time of this report the patient had been extubated. No patient injury or consequence was reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10313 et tube, hvt, 6.5 for investigation. This sample was reviewed with a r & d engineer. The sample was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the sample was returned with a 6.5mm rusch connector, which is the incorrect connector for this product. The connector was seated firmly into the tube. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. The complaint states "we took a cap off one of the new tubes and that seemed to work." Based on the reported complaint, it appears that the original connector was switched out with a different connector. Since the sample was returned with the incorrect connector, the reported complaint issue could not be confirmed for this sample and a probable cause could not be determined. However, a CAPA was previously opened to further investigate the et tube connector disconnection issue. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "connector disconnects during use" was not confirmed based upon the sample received. The sample was returned with a 6.5mm rusch connector, which is the incorrect connector for this product. The connector was seated firmly into the tube. The complaint states "we took a cap off one of the new tubes and that seemed to work." Based on the reported complaint, it appears that the original connector was switched out with a different connector. Since the sample was returned with the incorrect connector and the lot number was not provided, the reported complaint issue could not be confirmed for this sample and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported "the patient was intubated in the ed and they had issues right away with the cap popping off." The customer reported they "took a cap off one of the new tubes and that seemed to work". At the time of this report the patient had been extubated. No patient injury or consequence was reported.